Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Cause was not known. Customer lost consciousness requiring emergency medical service responders (ems) to come to the residence. Ems performed chest compressions leaving a sore sternum and customer obtained neck and back discomfort as a result of falling during the event. Customer could not provide information on how glucose level was addressed but confirmed ems remained with customer until issue was resolved. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.